Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had sensor reading discrepancies. Sensor glucose was 40 and the insulin pump went into threshold suspend, but blood glucose value was 125 mg/dl. Later, sensor was reading 65 while blood glucose was 188 mg/dl. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.